Manufacturer narrative:
Product complaint # (B)(4). The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella placed independently. Solution used to prime device noted to be d5w + ns when local team arrived to support. Total run time on solution was 1 hour. Patient expired.

Manufacturer narrative:
Corrections: d1, d3, d4, e3, e4, g1, g4, g6. The investigation of the reported failure mode has been completed. No product was received for evaluation. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Use against labeling: the cause of the use against labeling was a misuse issue since the incorrect purge solution was used. Device history review: the device passed all the post sterile inspection checks.